Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from a patient receiving morphine sulfate via an implantable pump for non-malignant pain. The patient reported when they went to go bolus, the connection goes to 90% real quick and then the last 10% took forever. The agent reviewed information and walked the patient through clearing data on the handset. The patient confirmed they were able to successfully connect to the pump without a lag issue. The patient reported the issue had been occurring "forever". The patient was to monitor for lag issues and call back if further assistance was needed.